Event description:
It was reported that this right ventricular (rv) lead was explanted due to being damaged during a lead extraction. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to being damaged during a lead extraction. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the lead returned in two segments, severed, 115 mm from the terminal end, 2 segments were returned, some segments of the lead may be missing. The tip segment of the lead has been destroyed, that is severely damaged. An extracting stylet was returned stuck in the tip section of the lead. Noted blood/body fluid in the lumen(s), due to damaged insulation. Helix is extended. Dried body fluid and tissue were noted in the helix housing, normal for active fixation leads. Tissue is noted on the distal portion of the lead, including the tip and shocking coil. The proximal end of the distal spring electrode is separated from the lead body insulation. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits.